Event description:
The customer reported that the system was unable to turn on (boot up). There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker was refitted during the service call. The system was tested and found to be working as intended and put back into service.